Event description:
During a confirmation radiograph scan in a navigated mis surgical case it was determined that the screws placed on the right side of the l2, l4, and l5 vertebrae were malplaced while screws on the left side were determined to be accurately placed. The malplaced screws were observed and corrected during the case. No patient injury was reported.

Manufacturer narrative:
A radiographic image provided as well as an on-site representative were able to confirm the reported event. Pre-case navigational accuracy checks passed with no need for calibration. Additionally, the case prior to reported event was performed with no navigational inaccuracies. Development engineering reviewed the system's log following the case but were unable to identify an issue; the system was found to be operating as intended. The system was tested by a service engineer in the field on (B)(6)2022 and passed all applicable testing. Based on the information obtained, the root cause of the reported event cannot be determined but may be a result of line-of-sight issues between the camera and tracking arrays. Labeling review: "...warnings, cautions and precautions: read all instructions and understand all warnings and cautions before using the system or accessories. Failure to do so may lead to serious medical consequences. Refer to the instructions for use accompanying other nuvasive products before use with the system to assure proper and safe use of these devices... ...if system data acquisition seems inaccurate or if the software application does not initiate or malfunctions during use, and recommended steps to restore the system are not successful, abort use of the system... ...the accuracy of data acquisition can be influenced by the rotation of the passive reflective array relative to the camera. Cameras should be placed such that a direct line of sight to the operative area is established..." "Intra-operative warnings: ...assess navigational accuracy repeatedly throughout a procedure when using a surgical navigation system. A) reconfirm accuracy by positioning the navigated instrument tip on an identifiable anatomical landmark and comparing the actual tip location to that displayed by the system. B) if the stereotaxic navigation system does not appear to be accurate despite troubleshooting (e.g.resetting the system), do not rely on the navigation system... ...reliance on data provided by a camera with an interrupted optical path may lead to inaccurate measurements...